Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was treated with two conformable gore tag thoracic endoprostheses to treat a ruptured type b dissection. On (B)(6) 2012, follow-up imaging identified a new type a dissection. It was reported that the new dissection was due to the patient's pathology. On (B)(6) 2012, an additional procedure was performed whereby the arch was debranched and the ascending aorta was replaced. An additional conformable gore tag thoracic endoprosthesis was then implanted to proximally extend through the native arch. According to the physician, the patient was ill pre- and post-operatively. No further adverse events were reported.